Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number: gb110760 was released in a single batch on may 21, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the etch was slightly faded on the device. No other issues were identified with the returned device. The functional test was performed and the device was within the drawing specification. No dimensional inspection can be performed due to the device failed high in torque test. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The complaint condition was confirmed as the device failed in the torque test. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 2.75-3.23. The torque tested high ¿ 3.42. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) mountaineer oct spinal system torque driver x15. This is report 1 of 1 for (B)(4).